Manufacturer narrative:
(B)(4). G2: foreign: australia event was initially reported under 0001822565-2024-03790. However, additional information received provided product ID. Therefore, the MFR number needed to be corrected to the correct number. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 3 years post implantation due to a dislocation at the site. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the explanted bearing with bio debris and a competitor head. Without product return further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined, however it is known that a competitor head was used with the zimmer biomet bearing and this is considered off label use per IFU, it states under compatibility do not use active articulation hip bearings with components of any other system or manufacturer, unless authorized by zimmer biomet. It is unknown if this off label use caused or contributed to the reported event. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.